Event description:
Caller reported that the insulin gauge displayed an amount different than expected, and the tandem mobi mobile app also exhibited a fill estimate issue. There was no adverse impact to the customer's blood glucose level as the levels remained within normal range. Technical support assisted the caller in reloading the insulin cartridge, after which the discrepancy between the displayed amount and the actual amount within the cartridge was resolved.